Event description:
This complaint is now reportable based on the analysis completed on 05/21/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x20mm taxus liberte drug eluting stent would not cross the lesion. The 85% stenosed lesion being treated was located in the severely tortuous, severely calcified right coronary artery (rca). The procedure was completed with a 3.5x24mm non-bsc stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found the stent had migrated distally so the proximal edge of the stent was 11mm from the proximal markerband. The stent was severely damaged with the struts at the proximal end of the stent bunched up and the stent profile was raised throughout. This stent damage is consistent with the delivery system encountering some form of restriction. The midshaft section was twisted between 4.4cm and 6.9cm distal from port area. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen section returned with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The most probable root cause classification is operational context.